Event description:
It was reported that intermittently, insulin drips were not observed to be exiting the infusion set tubing during the load fill process resulting in the customer experiencing an elevated blood glucose (bg) level displayed as "high"; although specific value was not provided. Reportedly, a correction injection was delivered to address bg levels. Multiple supply changes were performed to try and address the issue; however, the issue persisted. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.